Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the device was explanted and replaced and the rv lead was capped.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015; 419488 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device remains in use with plans for replacement. The right ventricular (rv) lead has had a gradual increase in threshold and is now high. The lead remains in use with plans for replacement with the device changeout. No patient complications have been reported as a result of this event.